Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a burst in extension tube is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. The tube on the connector assembly piece was damaged. The catheter was flushed with water beginning at the damaged area on the extension tube and an occlusion was noticed. A microscopic observation revealed the rupture on the extension tube was c-shaped. The fracture surface was smooth and granular. The distal piece of the connector assembly was removed for inspection. A necking/compression of the catheter on the canula of the proximal piece was observed. The distal piece was dissected in order to inspect the inner compression sleeve, and the sleeve was found to be in the locking position. These findings suggest the extension tube on the connector piece experienced a burst due to the catheter being occluded. Insertion of flushing adaptors, or other devices, into the distal connector piece will change the position of the inner catheter compression sleeve and render the connector unusable for later assembly. Additionally, the connector assembly should not be preassembled or pre-fit prior to the final assembly step as this will also advance the inner catheter compression sleeve. The product IFU contains instructions for proper product assembly to minimize the occurrence of this type of event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the white tube on the PICC is broken. The patient has had an interruption in treatment as the infusion line was reestablished. No other information was provided.